Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a prostyle device after a diagnostic procedure with a 6f sheath. Reportedly the device was deployed without issue; however, after closing the lever (step 4), the device would not come out of the patient. It was noted that although the lever was fully closed, the footplate remained partially open. The body of the device was intentionally split to manually manipulate the actuator wire; then, the footplate was successfully closed and the device was removed from the patient without any further difficulty. The knot was successfully advanced to the vessel wall; however, hemostasis was not fully achieved. Manual compression was added to achieve hemostasis. There was no adverse patient sequela. There was a reported clinically significant delay in the procedure as one hour of manual compression was needed to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.